Event description:
It was reported by ees risk manager that when the device was used in an unknown procedure in 2000 the surgeon alleges it misfired. Consequently, the patient underwent re-operation. There were no other patient consequences.